Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient reported being shocked several times. At the hospital, the patient was told that there was something wrong with the lead. The implantable cardioverter defibrillator (ICD) was disabled and the patient was put on a portable cardioverter defibrillator. The patient¿s doctor told the patient that the lead could have been damaged by a rib. The lead remains implanted. No further patient complications have been reported as a result of this event.

Event description:
Follow up was conducted with the patient's physician and it was further reported that the lead had high impedance and was fractured. The lead was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant products: product ID d224vrc implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments. Analysis found that the distal conductor of the lead developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.